Event description:
Med ctr staff were treating a cardiac arrest pt and allegedly observed the device display a low battery message. The device was plugged into an ac outlet and the low battery message did not go out. A back-up device was obtained and treatment was continued. The pt's outcome was not reported.